Manufacturer narrative:
Customer (person): postal code: (B)(6), phone: (B)(6). Annex e: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak resulting from a fabric tear at the site of angulation was discovered on a zenith flex aaa endovascular graft bifurcated main body in an unknown patient. As a result of the endoleak, the internal iliac artery was embolized and the left iliac system was relined with a new stent graft. Additional information regarding event and patient details have been requested, but are currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. Royal bournemouth found trust informed cook on 16jun2022 of an event involving zenith flex with spiral-z aaa endovascular graft iliac leg (rpn: zsle-16-56-zt, lot: 5378500). Angiography demonstrated a fabric tear (type 3b endoleak) at the site of angulation. The following devices were implanted during the initial procedure on (B)(6) 2015: tffb-26-111-zt (product lot 5311347), zsle-16-56-zt (product lot 5378500), zsle-24-56-zt (product lot 5491649). The patient was not on any antiplatelets or anticoagulants pre-op; however, the patient would have received a bolus of heparin intra-op, usually (B)(4) international units (iu) and topped up as requested/required. The physician performed an internal iliac artery embolization, relining the left iliac with a new stent graft on (B)(6) 2022. The patient had a follow-up on (B)(6) 2022 and no endoleak was visible. The patient will have a further CT performed in (B)(6) 2023. Reviews of the documentation, including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be completed. However, medical imaging was provided for an expert image review. A tear of the left bridging zsle-16-56-zt is was not confirmed. Tears produce massive immediate endoleak on all injections that reach the tear. Remote contrast injections that reached the suspected tear did not produce an endoleak. A pin hole sized type 3b endoleak from the left bridging zsle-16-56-zt was only demonstrated when directly injected by a single endhole catheter. This endoleak was consistent with a provoked type 3b suture hole endoleak. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) for lot 5378500, graft subassembly lot sa5055233, graft kit lot sa4949353 found no nonconformances that could have contributed to the reported failure. The graft subassembly lot (1346634.4) was sewn by approved vendor sei medical s.a. Upon incoming inspection zero nonconformance¿s were detected. It should be noted that there were no additional complaints associated with the final product lot number. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous of thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿ avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. 5 adverse events 5.2 potential adverse events ¿ aneurysm enlargement ¿ claudication (e.g., buttock, lower limb) ¿ endoleak 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d., card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up. 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use of the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, DHR, complaint history, device failure analysis, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Imaging was provided for the event and the review of the imaging indicated that there was not a fabric tear in the zenith flex aaa endovascular graft bifurcated main body as previously reported. The imaging demonstrates that there is a suspected tear in the zenith flex with spiral-z technology aaa endovascular graft iliac leg that was placed in the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 02aug2022. The index procedure was completed on (B)(6) 2015 at (B)(6). Prior to the index procedure, the patient was not prescribed any anti-platelet or anti-coagulation medication. No additional information could be obtained from the ultrasound. The angiography demonstrated a fabric tear at an angled section of the left iliac leg bridge with tension on a stent strut. On (B)(6) 2022 the patient underwent a reintervention procedure. Embolization of the left internal iliac artery was performed. Two suture mediated closure systems (6 french) were placed. A 16 french sheath was unable to be advanced into the left common femoral artery due to scarring. "Bareback advancement" of the left iliac bridge followed by an iliac leg extension. During the (B)(6) 2022 procedure an endoleak continued to be present. However, it was speculated that the positioning of the pigtail catheter could have affected the identification of the persistent endoleak. On (B)(6) 2022 the patient had a follow-up computed tomography (CT) scan completed. No endoleak was visible in the CT scan. A follow-up CT will be required in (B)(6) 2023.